Manufacturer narrative:
An unopened sample was returned for analysis. No defects were found on the package. The sample was opened and the swage and attachment area of the sample were as expected. The suture was dispensed without problem and examined along of the strand and open braid defect was observed. A functional test was performed using a needle pull tester and the tensile strength were above the minimum requirements.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date report sent to FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a glaucoma surgery in (B)(6) 2018, and suture was used. During the procedure, the thread of the suture freyed and broke when passing through patient's tissue. There were no patient consequences.